Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged post implantable cardioverter defibrillator (ICD) change out procedure. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis not required. If information is provided in the future, a supplemental report will be issued.